Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs of a device. A visual inspection of the returned photos noted that the retraction knobs can be seen to be fully retracted. No device can be seen attached to the handle. No device abnormalities can be seen in the returned photographs. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to a lobe during a laparoscopic lobectomy procedure, the surgeon was able to press the green button, but was not able to squeeze the handle, hence the stapler did not fire. A handle was then replaced using the same reload to complete the case. There was no patient injury.